Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient had to go to hospital due to inaccurate readings, she was unable to stand properly, she went to the senior center's front desk, and they called an ambulance for her. The patient mentioned her fingerstick was high and her cgm readings was high too but could not remember the exact values. She cannot recall if paramedics checked her bgm readings before and when she arrived at the emergency room (ER). The patient said she had both high blood pressure and high blood sugar, and she was treated for both. However, the patient cannot recall the medication given to her to bring her blood glucose down. Patient cannot recall the exact date she when she went and how long stayed at the hospital. Patient was doing okay at the time of the report. There was no confirmation about the specific bg or cgm values and even both were high, the cgm could have been low bias contributing to this event and the medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - movement disorder.